Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain, visibility/palpability, anxiety-product/procedure.

Event description:
Patient reported, right side "pain, swelling. And exchange from a textured to smooth breast implant, due to the patient¿s concern with the product". Healthcare professional, later reported, "mild capsular contracture, baker grade unknown". Device remains implanted.